Event description:
Rep reported that the surgeon conducted a manometer test while valve was still implanted and got a reading of 280 mmh20 and then manometer read 240 mm h20 once explanted and on back table. The valve should have read 90 - 110 mm h20. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion was found after irrigation of the valve. However, when irrigated again the flow was normal. The catheter flow was tested and was normal as well. The device did however fail the pressure test. When examined further, biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.